Event description:
During the recent review of the patient's medical records provided by legal the company was informed that the patient reportedly had an infection in the ear, and the patient's pe tube was replaced. The patient was prescribed ciprodex with mucinex.

Manufacturer narrative:
Advanced bionics considersthe investigation into this reportable event as closed. The doctor's note in early 2007 indicated that the patient's infection has cleared up. The patient's device remains implanted. This is the final report.